Event description:
Customer reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform troubleshooting steps and no issues were identified. The customer continued to use the pump for insulin therapy.